Event description:
It was reported that in 1999 suture was used to secure a dacron patch to the inernal carotid artery during a carotio endarterectomy. Six days later, the patient hemorrhaged when the suture line at the patch "ruptured" and subsequently died 16 days later. It was reported that the patient was admitted with a diagnosis of ruptured left carotid endarterectomy patch suture line and left groin hematoma. The pt had developed sudden swelling on the pt's left neck, pre-admission, with respiratory distress. During emergent surgery, the site was described as disrupted laterally, and there was massive bleeding. The patch and sutures were removed, and the site was repaired with another patch and more 6-0 sutures, and the removed patch was sent to pathology. Post operatively the patient was found to have symptoms of global ischemia and developed severe hypoxic ischemic encephalopathy which was proceeding into a vegetative state. CT scan showed extensive damage of the cortex. The patient expired in 1999 at 8:55 am. Coroner's report indicates: cause of death is global hypoxic encephalopathy following spontaneous rupture of left carotid endarterectomy for platelet thrombus.